Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; date brand name neuromodulation device; product ID neu_unknown (serial: unknown); product type: 0217-unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the new system was not programmable optimally for the patient. It was and is impossible. Patient counting on the fact they had a broken implantable neurostimulator (ins) and a broken lead to be replaced and get their pain under control. Instead 100% of the anchors failed resulting in a catastrophic failure of the entire system, which resulted in a chain reaction of acute severe pain requiring narcotics level pain management for a month and a half as they were in touch with the healthcare provider (hcp) telling him that they can feel the plastic anchors literally ripping their muscles and fascia, causing extensive bruising, despite their extreme lack of movement. When that extreme pain inflammation and softball size contusions began to abate, patient started feeling the stimulating leads flipping and migrating in their lower edge and neck as well as their right ear causing spasms and pain in all three locations. In conjunction with the inappropriate anchors which failed at the surgery center and the large amount of vinyl sutures left around the musculatures causing additional permanent scar tissue throughout their entire head, neck, back, and buttock permanent damage. Patient had this surgically removed and hope to transition out of the face stimulation system which is not functioning if that is possible after so long. With the current ins in there, it is doing more harm than good. Patient received 2.5 days of relief from the new system before being put into 3 months of excruciating pain, keeping them from being able to work and causing permanent and irreversible damage to my neck, back and buttocks. Patient stated they had to travel out of state for a neurosurgeon with the appropriate training to handle such a complete and destructive failure of every component of the system incapacitating them completely. Patient also lost vision in their right eye due to the "omin" controlled pain as well as temporary feeling and use of their right arm and right hand. A person could not program it optimally. It should never have been replaced knowing it's limitations as it now has to be removed. Their system just needs to be replaced. Patient does not yet know if permanent damage was done in that location but since a metal anchor was used, they are hopeful it was not. At that point, they lose their ability to consistently use their right arm and right eye. They will not be able to drive or safely hold someone. Patient said they are in post op all of next week, in a lot of pain. It took a lot to remove the anchors that migrated into their musculature. So, they are in a lot of pain.

Event description:
Additional information received from the patient. It was reported that "100% of the anchors were not attached" and they had to be surgically removed because they embedded themselves in the patient's muscles, causing severe pain. The same went for the sutures that were holding them in place. The patient had to be on narcotics for 6 weeks because the defective anchor was floating around and cutting their neck, causing permanent damage. The inflammation had still not subsided. The patient was in pain for months and they still were. They spent the last 11 months in bed as a result of the consecutive failures. The patient had not been able to work and they barely had been able to care for their son and as a result, their son had "developmental delays." The patient reported they had to have major neurosurgery to remove all of the anchors and leads that had migrated into their neck and to various parts of their back, all of which was documented by x-ray. This caused the patient significant suffering, and they had to be placed on narcotics because of the pain of the plastic anchor migrating, which occurred the day after it was placed. The damage that was done to their tissue was permanent. The damaged muscle was never to be able to heal and the patient noted they were "talking about damage from my head down to my buttocks." The patient currently had a functioning system with different manufacturer. The patient reported that the ins which was powering the "lead switch" immediately migrated to their neck when they sat up in the post-op unit.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown. Product type lead product ID neu_unknown lot# serial# unknown. Product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.